Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual "chapter 3 cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the re evis lucera gastrointestinal videoscope, there was nozzle clogging that resulted in an air/water supply failure. The issue occurred during preparation for use for a diagnostic procedure, which was completed without delay. The device was returned and evaluated, and there was found to be a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital (added due to character limitation in respective field). The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the evaluation findings are as follows: due to the clogging of the nozzle, air/water supply volume and water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a chip, the adhesive around the light guide (lg) lens was peeled, the connecting tube had a wrinkle, the objective lens had a chip, paint on the suction cylinder was peeled, control unit had discoloration, forceps channel port was shaved, electrical connector had discoloration due to water leakage; due to wear of the angle wire, and the play of the up/down knob was out of standard value. Additionally, the following device components were found to be scratched: plastic distal end cover, connecting tube, grip, switch one (1), universal cord, protector of the universal cord on the suction connector, the suction connector, control unit, scope cover, lock engagement lever, free-engage knob, up/down knob, and the right/left knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. It was not known what the foreign material was, or if the endoscope was immersed in the detergent solution. According to the customer, there was no delay in the start of pre-cleaning, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wipes/brushed with clean lint-free cloths, brushes or sponges; the air/water nozzle was flushed with detergent solution, and there were no expressed concerns related to reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.